Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10186, 2134265-2017-10262 and 2134265-2017-10264. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and two pullback sleds to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus failed to pullback when applied with the first pullback sled. The physician changed the pullback sled with another pullback sled however, the issue was not resolved. No patient complications were reported and the patient's status was stable.